Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user straightened the pig tail using the straightener but the stent kinked. An wire guide (model, size unknown) would not pass the kinked site, so he placed zebd-7-7(lot: c1935857) instead to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Lab evaluation date: on (B)(6) 2022. Visual inspection: stent, positioner and pigtail straightener returned. Straightener returned in correct orientation. Kinks noted on the 2nd and 4th pigtail curls on the tapered end. Kink noted on the 5th porthole of non-tapered end. Functional inspection: 0.035 inch wire guide does not pass through.

Event description:
Supplemental report is being submitted due to completion of the investigation on 30-nov-2022.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-4 device of lot c1924782 was returned opened in its original packaging to cirl. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: lab evaluation date: 31 aug 2022. Visual inspection: stent, positioner and pigtail straightener returned. Straightener returned in correct orientation. Kinks noted on the 2nd and 4th portholes on the tapered end. Kink noted on the 5th porthole of non-tapered end. Functional inspection: 0.035 inch wire guide does not pass through. Document review: prior to distribution all zebd-7-4 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-4 of lot number c1924782 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1924782. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1924782. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. The kink caused the inability of the wire to advance into the stent lumen. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, used. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while being straightened as it was being loaded onto the wire guide. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.